Manufacturer narrative:
The handpiece was received at the MFR for eval, but the reported condition of the drill overheating during usage could not be confirmed.

Event description:
It was reported that the handpiece became extremely hot during an oral surgery. There was no reported pt or user injury, and the procedure was completed successfully with another device.